Event description:
A customer reported comparing a reading of 343 mg/dl from their adc meter to a lab result of 698 received at the hospital on (B)(6) 2012 at 5:45pm. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer further reported she felt dehydrated, experienced chest pain, heavy breathing, poor sight, floater in eyes, weak legs and self-presented to a hospital where she was diagnosed with hyperglycemia and gastroparesis. The customer was treated with 10 units of novolog, 2 bags of saline, reglan via IV and given 4 ounces of orange juice and 2 tbsp of peanut butter at 12:45 am after glucose went down to 43 while in hospital. There is no indication adc device contributed to the medical event as the adc meter reading was consistent with the diagnosis and treatment. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when additional information is available.